Event description:
Patient presented back to the physician with continued pain, swelling, and redness at the prior hematoma site, in addition to right-sided jaw pain and difficulty with moving food around within the mouth. Physician prescribed another course of antibiotics. Patient showed improvement.

Event description:
At the one-week post-implant follow-up, the patient presented to the physician with a hematoma located between the chest and neck incision sites, along with tenderness and soreness at the ipg site. Physician prescribed antibiotics.